Event description:
It was reported that during insertion of the dialysis catheter the guide wire became stuck in the needle and was impossible to remove. As a result, both the needle and guide wire were removed together and a new puncture had to be done. The pt passed away a few days later due to multiple organ failure but was reported that the death was not related to this incident.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided on guide wire. The needle was not returned. The guide wire was unraveled at the distal end and bent at the proximal end. The core wire was separated adjacent to the distal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. The wire met dimensional specifications and no pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and warns the user not to withdraw against the needle bevel and not to use excessive force. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable.